Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly on the insulin pump. Customer's blood glucose level went as high as 189 mg/dl and their sugar glucose was 220 mg/dl. Troubleshooting for sensor glucose versus blood glucose was performed. Customer removed their sensor and although they did not feel pain the cannula was missing. Customer advised they received a lost sensor alarm. Customer was advised that 2 sensors would be replaced.